Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir for a chemotherapy, a no disposable alarm was noted. Subsequently, the cassette was replaced. No adverse effects were reported.